Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the distal right coronary artery with mild tortuosity and no calcification. The 190 cm ht balance middleweight (bmw) universal guide wire (gw) was shaped as usual (soft j-curve) and advanced from the ostium to the distal rca, without any resistance. The procedure was completed without any issues with conventional stenting. Upon removing the gw, without resistance, it was noticed that the distal part of the wire was completely separated at the junction from the proximal part of the wire. An x-ray image showed that the distal part of the wire was located in the distal part of the guide catheter. The guide catheter was then removed and the distal part of the gw was found retrieved inside the guide catheter. There was no reported clinically significant delay in the procedure. There was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis identified the core was separated at the proximal end of the hypotube. A search of the complaint handling database was performed and confirmed no other incidents identified from this lot for separation. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to guide wire separation was identified. Although the separation was confirmed, the issue appears to be isolated and not a systemic issue. The performance of these devices will continue to be monitored.